Event description:
In 2003, the pt was implanted with a vented electric left ventricular device (lvad). In 2004, the manufacturer received a call from the vad coordinator stating that the pt who had been out of the hospital for "months" had been having issues with pump rate decreasing, then suffering from dizziness and diaphoresis. The pt states that this is occurring with increased frequency and that the pt feels as though the pump has a different sensation when it pumps now than it did over the past few months. The vad coordinator stated that they did not know what the exact flow/rate change was. No alarms have been audible, therefore none have been recorded. The vad coordinator stated the pt was coming into the hospital for closer monitoring purposes. The vad coordinator was going to take some lvad motor wave forms and forward them to the manufacturer for analysis. The pt remains on lvad support while awaiting a heart transplant.